Event description:
Appendectomy - "while using a retrieval bag to remove the appendix through the umbilical incision, the bag tore and the appendix fell back into the abdomen. No pt injury."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.